Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure of the mildly calcified, non-tortuous, left anterior descending (lad) coronary artery, the sion blue guide wire was advanced to the lesion without issue. The 3.0 x 38 mm xience alpine stent delivery system (sds) was deployed at nominal, then 16 atmosphere (atm), then to 23 atm and deflated without issue; however, during removal of the sds, dragging/hang-up resistance was noted with the guide wire. The sds was successfully removed separately while the guide wire remained in the vessel to complete the procedure. Although use of the guide wire continued, it was felt that the resistance was from the guide wire. There was no adverse patient effect and no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It was noted that the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The asahi sion blue guide wire is being filed under a separate medwatch report number.